Manufacturer narrative:
Based on the available information and the investigation by the service technician the user did not lock properly the clamping lever. If the clamping lever is not locked properly the head plate can hinge down. The instructions for use (ga118053en05) describe the operation of the head rest in detail. The user has to check the secure fit of the head rest after positioning. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported that the patient was on the table already anesthetized when the head accessory slowly hinged down. The accessory did not fell completely. As a result, the patient's head suffered a hyper-extension, with no apparent injuries, not hitting any surface. (B)(4).